Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1000mg, every 3rd day, intraperitoneal, total of 5 doses, ongoing), ceftazidime injection (1000mg, daily in one bag, for 14 days, intraperitoneal, ongoing) and fluconazole injection (150mg, once a day, for 14 days, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.